Event description:
Event date: 2025-09-20 complaint notes: q: svc out of range - patient has a bsci lead. D: caller provided serial number. R: lead trend review shows. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).